Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that a 15mm 3.5 non-locking screw was used in a surgery and the threads began separating from the screw. No further information has been provided.